Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) due to high out of range pacing impedance measurements for the right atrial (ra) lead. It was noted that the ra lead started to exhibit out of range impedance measurements within four months of the device replacement that occurred over three years ago. Ts recommended assessment of the lead. Upon interrogation the field representative did not see any out of range impedance measurements, no noise was noted and all other measurements were stable and within range. No medical or surgical intervention has taken place and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.